Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that the pump display screen could not be read safely, and moisture was visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/24/2014 with the following findings: during a visual inspection of the pump, evidence of moisture ingress was found in the battery compartment. During testing, the pump was powered on and the display screen appeared dim and discolored with horizontal lines going across the screen, indicating a failed display flex. A leak test was performed and failed due to a battery compartment leak and a display lens leak. The pump case was removed and further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.